Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Fresenius became aware this (B)(6)male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis cc(pd) for renal replacement therapy (rrt) was hospitalized on (B)(6) 2022, due to abdominal pain and vomiting. During follow-up, the patient¿s pd registered nurse (pdrn) was unaware the patient was hospitalized on (B)(6)2022, and the patient¿s point of contact reported on (B)(6) 2022 the patient remained hospitalized. Subsequent attempts to obtain additional information (e.g., hospital records, treatment records, medication records), have thus far proven unsuccessful. Clinical investigation: it is unknown if a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of abdominal pain and vomiting, which required hospitalization on (B)(6) 2022. During the intake call, the patient indicated the last treatment completed with the liberty select cycler occurred on (B)(6) 2022; however, no rationale was provided. The patient remained hospitalized during this investigation, and no timeline of events was able to be obtained. Although causality could not be established, gi complications are known to commonly occur in renal failure patients. The most common of which include nausea, vomiting, abdominal pain, constipation, diarrhea, and gi bleeding. Based on the information available, the liberty select cycler cannot be disassociated from the events. Currently there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the serious adverse events. However, given the lack of information (e.g., hospital records, admission diagnosis, treatment record, medication record, demographics, unknown timeline), the liberty select cycler cannot be excluded from having a possible causal/contributory role in the serious adverse events.